Manufacturer narrative:
The company representative examined the system and found no problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A surgeon reported that there was an occlusion in the handpiece tip during a cataract extraction procedure, causing a thermal burn. A completed questionnaire was received from the surgeon reporting the event occurred during the sculp mode of the procedure. A wound leak was noted and a suture was placed to secure the wound. When the pt returned for a post-operative visit, the surgeon noted the thermal burn resolved without treatment and the suture was removed.